Event description:
It was reported that the pump battery would not charge despite efforts to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.